Event description:
The download data for a (B)(6) male pt revealed a gel previously released flags, although no gel released flags were recorded. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (add gel/replace belt messages) was confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn and caused the add gel/replace belt messages. Additionally, the trunk cable was found to be cut and the cables connecting the dn to ECG c and the dn to ECG b were pulled from the strain relief. The root cause of the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cables. The pt rec'd a replacement electrode belt.